Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Malfunction of the gas module is gas delivery error. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.